Event description:
It was reported all right lead pair impedance was high. The right stimulator was reprogrammed and therapy was suspended as an action. The patient also had a complete x-ray of head neck and chest and the results were normal. The event was considered ongoing. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v395384, implanted: (B)(6) 2010, product type: lead. Product ID: 3387s-40, lot# v371989, implanted: (B)(6) 2010, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 7482a40, serial# (B)(4), product type: extension. (B)(4).

Manufacturer narrative:
Correction: (B)(4) no longer applies due to updated coding procedures.

Event description:
Additional information reported the right therapy was suspended then the patient was reprogrammed. Therapy was resumed following reprogramming. The event was considered resolved without sequelae.